Event description:
During a pulmonary vein isolation atrial fibrillation procedure, air was aspirated from the agilis 13f sheath. The dilator and transseptal needle were inserted prior to the leak. The sheath was exchanged, and the procedure was completed with no adverse consequences to the patient.